Manufacturer narrative:
It was reported that the explanted device was retained by the explanting facility. This report will be updated if additional information is received or if the device is returned and evaluation is completed.

Event description:
It was reported that this patient's implanted system was revised due to noise, sensing issues, and failure to deliver pacing when required. The patient reportedly did not experience any asystole lasting greater than two seconds. The patient's right ventricular (rv) lead was surgically abandoned and replaced. This pacemaker was also explanted and replaced. No additional adverse patient effects were reported.